Manufacturer narrative:
Additional suspect medical device components involved in the event. Product family: scs-ipg-r. Upn: m365sc11320. Model: sc-1132. Serial: (B)(6). Batch-lot: 17345375.

Event description:
It was reported that the patient lost stimulation. It was noted that the spinal cord stimulation (scs) lead displayed high impedances. The patient underwent a revision procedure in which the scs lead and the implantable pulse generator (ipg) were replaced. The patient was doing fine postoperatively, and the patient is satisfied. The explanted devices will not be returned as they were discarded at the medical facility.